Event description:
Hospitalization to implant surgical synthetic sling -advantage boston scientific- for stress incontinence and urinary prolapse. Experienced infections -20 antibiotics in the course of one year-, discomfort and inflamed bladder, bladder spasms, unable to empty bladder and difficulty urinating. Required second surgery in 2008 to try to loosen sling and correct bladder emptying, but required more extensive surgery because of lots of scar tissue. Still have problems emptying bladder, discomfort, and bladder spasms. Have now been diagnosed with interstitial cystitis. Had none of these problems prior to surgery. Has affected quality of life and depression. Dates of use: 2007 - 2009. Diagnosis: stress incontinence and urinary prolapse.